Event description:
Emergency medical services were called due to customer experiencing low blood glucose. Checked programming confirmed programming is accurate. Customer was not disconnected during rewind/prime. Explained importance of disconnecting during rewind/manual prime. Customer had full reservoir prior to alarm occurring then after the a33 alarm, customer had primed 80u. When call ended and emergency medical services showed up, his blood glucose was 130.